Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was unsure what caused the peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered from peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12a27122 and h11k11069 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.